Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the flap was thin in the patient left eye and while attempting to lift it, it tore during the laser application phase of lasik surgery. Subsequently, the surgeon successfully lifted the flap and proceeded to treat the patient's left eye using the device.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to the reported event. The device was recently installed at the site two months prior to the event and was successfully verified at the latest preventive maintenance. The review of logfile for the treatment day shows all laser system functions were within specifications. The initialization checks were performed successfully without issues and the energy was stable during the whole day. The logfile shows twenty-eight successfully performed treatments. The reported treatment could be identified in the logfile and was finished successfully without any issue. The user operated within the recommended energy settings. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The company representative documented that a discussion about the event took place with the surgeon upon which the surgeon stated that he will try lifting flaps with a different technique to ensure that this event does not happen again. This suggests that the most probable root cause for the flap tear is user handling. No technical root cause could be determined for the reported event. The evaluated information indicates that there was no device-related malfunction or issue involved. Possible contributing factors could be thin flap thickness and user handling. The manufacturer internal reference number is: (B)(4).